Event description:
It was reported that a 29mm navitor vision valve was selected for a emergency procedure on (B)(6) 2024 using a large flexnav delivery system. The patient had a pericardial effusion prior to the procedure that was treated with a pericardiocentesis. The patient had a horizontal aorta and ascending aortic dilation. The patient also had severe aortic tortuosity and carotid artery calcification. The patient's annular measurements were: 536mm^2 area, 83mm perimeter, and 35.0×36.2mm diameter. The patient had a ejection fraction (ef) of 41% and experienced a pericardial effusion prior to contact with an abbott device. A pericardiocentesis was performed. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The following morning the pericardial drainage was removed. Immediately after the drainage removal the patient's blood pressure dropped and went into cardiopulmonary arrest (cpa). A cardiac massage was required. The patient received a blood transfusion. A cardiac rupture was suspected so an emergency cardiac surgery was performed. The apex was opened to remove a hematoma. The bleeding point was unable to be determined. The patient status was stable.

Manufacturer narrative:
An event for patient effects of hematoma, cardiac arrest, and low blood pressure/hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported cardiac arrest, and low blood pressure/hypotension could not be conclusively determined. The reported hematoma was related to the internal bleeding. The reported hospitalization, unexpected medical interventions, and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.